Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 50-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, a hematoma developed at the access site. Peel-away removed, suture hub was advanced, and forward sutures placed. Manual pressure was applied, which resolved the issue. It was noted that the impella was placed during compressions in CPR and the physician was unable to obtain a good angle on the micropuncture stick, and needed to place steep. While the patient was in the intensive care unit (ICU), the urine was dark then pink-tinged with an elevated lactase dehydrogenase (ldh). The patient was on inotropic support and needed increased motor current (mc) flow, so were unable to turn down the p-level. The post-procedure outcome is unknown. The impella functioned at p-7 at 3.4l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemolysis/patient-device interaction: the cause of the issue was not established as no related data log abnormalities were observed, no product was returned and insufficient clinical information was provided.